Event description:
Revision surgery to remove disc replacement implant and replace with cervical plate for fusion. Issue was discovered at 8 week post-op follow up x-ray. Reference MFR report 3004788213-2014-00005.